Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor on the insulin pump alarmed lost sensor. The customer's blood glucose reading was 47 to 174 mg/dl at the time of incident. Troubleshooting found that the sensors were expired. Customer declined low blood glucose troubleshooting.